Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-1884l. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.\

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During testing, the pump passed the sleep current measurement and active current measurement. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, broken belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. As per the pump history records low battery alert (104) on (B)(6) 2024 01:16:00 faster than expected. As per the pump history records low battery alert (104) on (B)(6) 2024 14:34:00 faster than expected. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 04-oct-2024 in the pump history file. On (B)(6) 2024 17:05:00.000 alarm alert notification (40), fault number: low battery alert (104), on (B)(6) 2024 02:36:00.000, alarm alert notification (40), fault number: change battery fault (73), on (B)(6) 2024 03:07:00.000, alarm alert notification (40), fault number: off no power (11), on (B)(6) 2024 03:17:00.000, alarm alert notification (40), fault number: off no power (11), on (B)(6) 2024 03:18:04.000, alarm alert notification (40), fault number: post reset ram crc alarm (23), on (B)(6) 2024 03:18:28.000, alarm alert notification (40), fault number: batt out limit (6), on (B)(6) 2024 03:18:36.000, alarm alert notification (40), fault number: batt out limit (6). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 5:20:00 pm. There was no power data available for the dates on (B)(6) 2024. Unable to check power data for low battery alert, change battery fault (73), off no power (11), pump error 23 and batt out limit (6). Low battery alert (104) - unknown. Change battery fault (73) - unknown. Off no power (11) - unknown. Pump error 23 - unknown. Batt out limit (6) - unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Customer experienced an unexpected power loss of less than 7 days per the pump history records. As per the pump history records low battery alert (104) on (B)(6) 2024 01:16:00 faster than expected. As per the pump history records low battery alert (104) on (B)(6) 2024 14:34:00 faster than expected. Unexpected battery power loss confirmed problem isolated to the electronic assembly. No current code/category confirmed (low battery alert confirmed problem isolated to the electronic assembly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.